Event description:
It was reported that the atrial lead exhibited oversensing in the bipolar configuration and bipolar impedance rose from 581 ohms at implant to 1100 ohms. The system would be left in the unipolar configuration and the patient would be monitored.

Manufacturer narrative:
Na